Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that a new battery was installed on the navigation system without resolution.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system was unable to locate the wireless trackers on a imaging system being used. It was reported that the camera was able to track the other side of the imaging system.